Manufacturer narrative:
(B)(4). Lead model 3778-75 serial# (B)(4) implanted: (B)(6) 2011 explanted: na. Lead model 3778-75 serial# (B)(4) implanted: (B)(6) 2011 explanted: na. Extension model 3708140 serial# (B)(4) implanted: (B)(6) 2011 explanted: na. Extension model 3708140 serial# (B)(4) implanted: (B)(6) 2011 explanted: na. Recharger model 37752 serial# (B)(4). Programmer model 37743 serial# (B)(4).

Event description:
The patient experienced a loss of therapeutic effect. She went back to work on (B)(6) 2012, since then she started to experience pain in her neck, at the ins site and down both legs. The pain has become worse and she was having difficulty walking. She also has neck spasms. At work she has been doing a lot of bending, stretching and reaching. Her doctor did a neurological exam on her on (B)(6) 2012 and thought she may have fibromyalgia. Additional information has been requested.